Manufacturer narrative:
Cardinal health has issued a lot number specific voluntary removal of jackson-pratt¿ 3-spring reservoir kits due to specific products being shipped to users before undergoing sterilization. The FDA res number associated with this action is 94309. Corrective and preventative actions have been initiated to address this event under CAPA number qe-000369

Event description:
"Patient reported he recently had hip replacement surgery in which the jackson pratt drain tube was used and has since been recalled for sterility issues. Patient reports because of this he had to have emergency surgery due to the infection from drain tube."